Event description:
Legal case - (B)(6). (Rk rev) related case#:(B)(6). (Lk rev) per information received from legal department, the patient had a right knee & left knee replacement on (B)(6) 2011. The patient had right knee & left knee revision (B)(6) 2023 (op report attached). Post operative diagnosis was debris synovitis in both knees. Serial #: (B)(4), category #: (B)(4) - logic tibia ps mod insrt sz 5 9mm, 510k: k033883. Concomitants: unk.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. The following sections were corrected: d1, h6. MDR section codes updated/corrected: a, b, c, d, e, f, g. The reason for the reported arthroscopy was likely due to the reported synovitis and scar tissue, as stated in the operative notes. Based on the information provided, it is unclear if a contributing factor to the event may have been prosthesis wear and/or if the event was reported due to inclusion of the insert in the packaging recall. However, this cannot be confirmed as the device is still implanted, and no images or radiographs were provided. Additionally, the insert was implanted for over ten years prior to the reported arthroscopy. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.